Event description:
The patient was a 72-year-old male with a history of acute myocardial infarction complicated by cardiogenic shock, with a pre support clinical status consistent with scai stage e shock. Concentrated/amber urine noted on (B)(6) 2026, with hematuria reported. Nursing staff reported that on the morning of (B)(6) 2026, the patient experienced significant coughing followed by bradycardia and subsequently developed a pulseless electrical activity (pea) arrest. The patient was successfully resuscitated with advanced cardiac life support measures, including CPR and code medications. A bronchoscopy was performed, during which a large blood clot was removed from the lungs. Based on the information available at the time of complaint intake, there is no evidence to suggest a malfunction or performance issue with either the impella cp or impella 5.5 devices. Clinical staff specifically reported no device issues throughout the duration of use. The patient¿s adverse outcome appears consistent with the severity of the underlying disease state, including refractory cardiogenic shock, pulmonary complications with airway clot burden, hypoxia, and cardiac arrest. Due to ongoing clinical deterioration, care was withdrawn and the patient subsequently expired. Device involvement cannot be fully assessed without product evaluation and device return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae (hematuria, thrombosis, cardiac arrest, bradycardia): the root cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).